Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the staple would not fire. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a left thoracoscopy with left upper lobectomy and lymph node dissection, the staple would not fire. Another device was used to complete the case. There was no patient injury.